Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera received power from the system control unit (scu) in no continuous way. Therefore, the camera turned on/off randomly. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID: 9735820, lot number: unknown multiple annex a codes were coded for this event. A0719 was coded for the camera randomly turning off. A0708 was coded for the not continuous power. No products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: the system was serviced in the field and hardware was replaced. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, additional information - continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735798, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown h2, correction: the previously reported system checkout had the power over ethernet (poe) injector replaced. Therefore, codes fdm b01, fdr c02, fdc d02 are applicable to the system checkout. Please disregard fdr code c07. Additionally, since only the poe injector was replaced, product 9735820 is no longer relevant to the complaint. H3: the poe injector was returned to the manufacturer for analysis. The poe injector was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. H6: fdm b01, fdr c19, and fdc d14 are applicable to the hardware analysis. Img code g02022 is applicable to the newly added concomitant product, 9735798. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.